Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver showed an initializing screen without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and evaluated finding no errors related to the complaint. Functional testing was performed and it passed. Screen device information was downloaded and it passed. The allegation was not confirmed. The root cause could not be determined.